Event description:
Following catheter replacement surgery, increasing doses of itb were still not working. Side port aspiration revealed no flow. The patient was sent back again to surgery for excision. The patient was very ill with liver failure due to hepatitis c. The surgeon was reluctant to repair due to severe coagulopathy. Reference manufacturer report # 6000030-2008-02127.

Manufacturer narrative:
This report is being submitted following an internal audit. The catheter was received in two pieces; proximal piece 3.8 cm and 8575 pump connector, distal segment 80.5 cm to distal tip. The distal segment of the catheter had a hole 37.6 cm from the distal tip which was consistent with explant damage.